Event description:
It was reported, the patient had their entire spinal cord stimulation (scs) system removed almost 3 months prior to report. It was noted the patient had a loss of therapeutic effect. It was noted the therapy was removed because it ¿wasn¿t doing the patient any good¿ and ¿made things complicated¿ for diagnostic imaging purposes and MRI restrictions. It was stated the patient did not get any relief from the scs therapy. It was noted the therapy was effective for the patient up until the year 2010 or so. It was noted the patient had a ¿good 4 years out of the therapy¿ before it lost therapeutic effect. It was stated, the patient could not use the scs therapy while at work because of the shocking. It was clarified the patient meant the stimulation sensation when they used the term ¿shocking.¿ it was noted that the stimulation sensation was ¿painful positionally¿ or if the patient ¿had it up so high.¿

Manufacturer narrative:
(B)(4).